Event description:
It was reported that upon deployment of a vena cava filter, two filter legs were crossed and the filter became tilted in the ivc. The remainder of the filter expanded normally, and the filter is performing as expected. There were no attempts to retrieve or exchange the filter and it remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.